Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm not always working. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they ran self test and test passed stated that she does not get the sound when she gets the alarm beep short. The customer reported that the insulin pump had false and an unexplained no delivery alarm. The insulin pump will not be returned for analysis.